Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient presented at the clinic after receiving a blow to his head resulting in the loss of sound from his cochlear implant system. Results of an integrity test done in 2007 indicated open circuits on all electrodes in the electrode array. Explantation/reimplantation surgery is pending. The patient is a bilateral recipient.